Manufacturer narrative:
Customer returned pump for an alleged visit to emergency room/was hospitalized for high bgs/dka found on (B)(6) 2023 (per ss event date). However, as per customer's note: customer returned pump for an alleged visit to emergency room/was hospitalized for high bgs/dka found on (B)(6) 2023. On case (B)(4) , svn#: (B)(6) - customer returned pump for an alleged cosmetic damage (pump was dropped) and visit to emergency room/was hospitalized for high bgs/dka found on (B)(6) 2023. On case (B)(4), svn#: (B)(6) - customer returned pump for an alleged cosmetic damage (pump was dropped) and visit to emergency room/was hospitalized for high bgs/dka found on (B)(6) 2023. On case (B)(4), svn# (B)(6) - customer returned pump for an alleged visit to emergency room/was hospitalized for high bgs/dka found on (B)(6) 2023. On case (B)(4), svn#: (B)(6) - customer returned pump for an alleged was hospitalized for high bgs/dka found on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 31-may-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 31-may-2023 listed on smartsolve. Daily tota lcollection startt ime: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 463000 (46.3 u). Daily total of bolus insulin delivered: 151000 (15.1 u). On (B)(6) 2023 08:06:15.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1) normal bolus amount programmed: 73000 (7.3 u) bolus amount delivered: 73000 (7.3 u) on (B)(6) 2023 12:02:21.000 normal bolus delivered (220) bolus programmingmethod: bolus wizard (1) normal bolus amount programmed: 44000 (4.4 u) bolus amount delivered: 44000 (4.4 u) on (B)(6) 2023 17:22:05.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 34000 (3.4 u) bolus amount delivered: 34000 (3.4 u) in further full review of the pump history/traces on the customer's event date of 30-apr-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date of 30-apr-2023 listed on smartsolve. Dailyt otal collection start time: on (B)(6) 2023 00:00:00.000 daily total of alli nsulin delivered: 639250 (63.925 u) daily total of basali nsulindelivered: 311250 (31.125 u) dailyt otal of bolus insulin delivered: 328000 (32.8 u) on (B)(6) 2023 01:16:05.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 26000 (2.6 u) bolus amount delivered: 26000 (2.6 u) on (B)(6) 2023 09:41:53.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 97000 (9.7 u) bolus amount delivered: 97000 (9.7 u) on (B)(6) 2023 12:44:15.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 58000 (5.8 u) bolus amount delivered: 58000 (5.8 u) on (B)(6) 2023 20:11:51.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 77000 (7.7 u) bolus amount delivered: 77000 (7.7 u) on (B)(6) 2023 23:11:09.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 70000 (7 u) bolus amount delivered: 70000 (7 u) in further full review of the pump history/traces on the event date of 28-may-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 28-may-2023 listed on smartsolve. Daily total collection start time: on (B)(6) 2023 00:00:00.000 daily total of allinsulin delivered: 856250 (85.625 u) daily total of basal insulin delivered: 311250 (31.125 u) daily total of bolus insulin delivered: 545000 (54.5 u) in further full review of the pump history/traces on the event date of 08-jun-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 08-jun-2023 listed on smartsolve. Daily total collection start time: on (B)(6) 2023 00:00:00.000 daily total of allin sulin delivered: 558250 (55.825 u) daily total of basal insulin delivered: 311250 (31.125 u) daily total of bolusi nsulin delivered: 247000 (24.7 u) in further full review of the pump history/traces on the event date of 15-jul-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 15-jul-2023 listed on smartsolve. Daily total collection start time: on (B)(6) 2023 00:00:00.000 daily total of alli nsulin delivered: 401000 (40.1 u) daily total of basal insulin delivered: 312000 (31.2 u) daily total o fbolus insulin delivered: 89000 (8.9 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the ss event date 31-may-2023 and customer's event date of 30-apr-2023 in the formatted history file. Please see below for pump errors/alarms noted 1 week prior to the event dates of 28-may-2023, 08-jun-2023 and 15-jul-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 023 20:11:48.000 on (B)(6) 2023 19:54:58.000 on (B)(6) 2023 05:27:43.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: on (B)(6) 2023 01:12:40.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2023 01:13:22.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Cosmetic damage was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion), discontinue use of insulin delivery system, emergency medical service/ambulance/emergency room visit, hospitalization: overnight stay. The event involved product(s) mmt-397a, mmt-326a, mmt-1880. Troubleshooting was performed. The use of the pump within 48 hours of the reported event and the status of the auto mode/smartguard feature was unknown. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-326a. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Cosmetic damage was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.